Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
No findings possible. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that when attempting to boot up the system for a case the pendant would not boot past the "system booting please wait" screen. The site rebooted the system and was able to get to the pendant to the inizing screen but observed only red x's. There was no patient impact reported and the delay in surgery was less than an hour.